Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing , 'system error 345' was not reproduced. Device passed thermistor testing. A review of the history log revealed multiple counts of ec 345. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Device passed thermistor testing. The reported condition was verified. Thermistor calibration is performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.